Event description:
It was reported that the patient with this sling advance xp device underwent a surgical procedure to implant a new artificial urinary sphincter due to recurring incontinence. There were no further patient complications reported.